Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of broken case and missing connectors. The upper case was broken, one dial knob was pushed into the device and the knob was missing. The output connectors were missing. Two output connector¿s nuts were inside the device. Missing all six plugs. There is evidence of non-company personnel disassembling and reassembling device. The lower case was damaged, the hanger assembly and o-ring were missing, the display was bleeding but functional, the main printed circuit board (pcb) had capacitor c277 broken off. The main label was missing. One case screw was contaminated. No battery was returned with the device. Inspected electrical and mechanical parts, re-calibrated and functionally tested. The device passed its final quality assurance tests. All found defective parts were replaced and all other identified issues were resolved. It passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a broken front case and was missing its output connectors. The generator was returned for service. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.